Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 11 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. The implant was installed without immediately load and the patient presented bone type ii. Bone graft was performed.